Event description:
It was reported that the stent was not able to be deployed. The 7 x 200 x 75mm innova stent was introduced, using an ipsilateral approach, to treat a 90% stenosed target lesion located in a moderately calcified superficial femoral artery. The device moved freely on the guidewire but after 5cm of the stent was deployed using the thumbwheel, excessive resistance/force was felt. After 6cm of the stent was deployed, the release system got stuck and broke. The stent was removed while still partially in the catheter. The procedure completed by implanting two innova stents and no patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the stent delivery system (sds) was returned with a sheath. The distal portion of the stent was in the lumen of the sheath while 120mm of the stent remained in the lumen of the sds. There was a kink adjacent to the distal edge of the nose cone. Inspection inside the handle revealed thumb wheel damage and the retainer was disconnected. The rack and middle shaft moved freely indicating the device was manufactured correctly. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the partial deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that the stent was not able to be deployed. The 7 x 200 x 75mm innova stent was introduced, using an ipsilateral approach, to treat a 90% stenosed target lesion located in a moderately calcified superficial femoral artery. The device moved freely on the guidewire but after 5cm of the stent was deployed using the thumbwheel, excessive resistance/force was felt. After 6cm of the stent was deployed, the release system got stuck and broke. The stent was removed while still partially in the catheter. The procedure completed by implanting two innova stents and no patient complications were reported. This product is only ous approved but it is similar to an approved us device.